Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18-feb-2026, a sales representative reported via email that an ar-3680 fibertak button implant system was found to be missing one of the shuttling links. An additional kit was opened to obtain a replacement anchor. The issue was identified during a shoulder arthroscopy biceps tenodesis procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 24-feb-2026: it was reported that an anchor issue was first identified during use inside the patient. The anchor had been implanted, and the problem was noted after removal of the anchor inserter. The surgery experienced an approximate 10-minute delay due to the event.